Manufacturer narrative:
Evaluation summary: two photos were provided of the lens in the eye. Both photos show an object in front of the eye possibly indicating the area at the optic edge, where there appears to be what may be a small fiber/scratch under the lens. The photo clarity does not allow for a definitive determination. Based on our observation of the attached photos, the report of a foreign body in the eye is unable to be confirmed. The lens remains implanted in the eye. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a wispy piece of acrylic was found on the optic of the implanted lens. Irrigation and aspiration couldn't take it off and was under the capsulorhexis, so the surgeon decided to leave it. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that either the piece was sheared off during manufacturing or sheared off during injection. The patient had no issues. The prognosis is excellent.